Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07516-1, 0001825034-2018-07518-1, 0001825034-2018-07519-1.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: vanguard femoral catalog # 183032 lot # unknown; vanguard tibial bearing catalog # 183460 lot # unknown; biomet cc I-beam tray catalog # 141225 lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07516, 0001825034-2018-07518, 0001825034-2018-07519.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Patient was noted to have left lower extremity edema, redness, a few superficial open areas, venous insufficiency.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.